Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the reported issue was resolved via troubleshooting performed by the initial reporter.

Event description:
A site representative reported that while outside of procedure, the fuses of the mobile view station (mvs) were open. It was reported that the site representative replaced fuses to restore functionality. There was no patient present at the time of the issue.